Event description:
It was reported that pump battery was not charging, and no further event details were available. There was no reported impact to the customer¿s blood glucose level. Customer later confirmed pump would not be returned, and no additional corrective actions or support measures were documented.